Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant deflation. As a result, the patient was scheduled for implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On march 31, 2022, mentor became aware that the patient's implants were replaced with the following devices: (right) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 9673092 sn: (B)(6) and (left) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 9673092 sn: (B)(6). On april 13, 2022, mentor became aware that the patient was also diagnosed with right breast ptosis during the revision surgery on (B)(6) 2022.

Manufacturer narrative:
On april 19, 2022, the mentor failure analysis lab received the device for evaluation. On may 3, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the anterior view within the crease/fold measuring approximately 0.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.